Manufacturer narrative:
The investigation of the reported failure modes has been completed. The device was not received for investigation. Ischemia : the root cause of the injury was unable to be determined due to insufficient clinical details. Hypotension: the cause of the clinical symptoms cannot be determined as insufficient clinical details were provided. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported during impella cp support the patient became hypotensive after sedation was given. Neurovascular changes were noted with no distal flow. The cardiologist and cardiovascular surgeon were consulting and discussing likely clamping down around the sheath after hypotensive episode and medication titrations. The patient will be closely monitored for any changes to extremity. If the patients vascular status does not improve with weaning medications and more continual sedation then the plan will be for external femoral-femoral bypass only. It was noted that the left foot was pale and unable to doppler pulses. Runoff fluoroscopy was performed for a second time with no distal flow. Neurovascular status of the left leg with active warming and serial doppler checks will be monitored. Precedex drips were added. Two units of packed red blood cells were given and left foot neurovascular assessments continued. The patient now has better color and cap refill with intermittent doppler pulses. Doppler patient pulse was present at times. The impella cp was explanted and the patient survived.